Event description:
Three endeavor sprint drug eluting stents were implanted during the index procedure; one in the cx, two in the rca. An angiographic complication of dissection occurred during the index procedure, during treatment with one of the stents in the rca. The event was not assessed for relatedness with the study device.

Manufacturer narrative:
(B)(4).